Manufacturer narrative:
H.6. Investigation: six open 30g x 5mm safety pen needle samples were returned from an unknown lot. No., cat. No.329515. Visual examination was carried out on all six samples and no issues were observed. Those that were seen as activated improperly in flks may have been activated properly during shipment of the samples. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no: 329515 batch no: unknown it was reported 6 pen needles with the non patient end safety guard already popped out when attempted to place on her pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no: 329515 batch no: unknown it was reported 6 pen needles with the non patient end safety guard already popped out when attempted to place on her pen.